Event description:
Information received a smiths medical cadd solis vip pump keeps detecting air when no air is present. No adverse patient events reported as unknown if patient was involved.

Manufacturer narrative:
H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "cannot start pump" message. An air detector functional test was performed and the reported "air in line" issue was able to be duplicated. The air detector sensor was faulty. The air detector sensor will be replaced to resolve the issue.